Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Medtronic representative reported via email high blood glucose. Customer's blood glucose level was over 400 mg/dl. Customer declined to speak to the 24 hour helpline. Customer advised they had error related issues and had been running high for a one week period. Customer was advised to call back to troubleshoot as soon as possible.